Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system produced a false resistance. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: "customer reports that after preventive maintenance of the equipment carried out in (B)(6) 2022, divergences occur in some results released by the phoenix m50."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further review, this event was found to be a quality control failure. In this particular event, the diagnostic test is performed with the understanding and recommendation to perform concurrent controls to assure accuracy. Therefore, erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event. As a result, this MDR will be cancelled.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system produced a false resistance. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: "customer reports that after preventive maintenance of the equipment carried out in january 2022, divergences occur in some results released by the phoenix m50."